Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the lot number is currently unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during insertion of a faradrive steerable sheath during an ablation procedure to treat an atrial fibrillation, as the physician aspirated, the physician continued to pull back air on multiple events with visible air in the sheath. Sheath was replaced with a new one. The sheath was replaced and the procedure was completed with a new sheath. No patient complications were reported. It was further reported that as per good faith effort (gfe) response, there was excessive bubbles in aspiration and no air seen in the patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the lot number is currently unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during insertion of a faradrive steerable sheath during an ablation procedure to treat an atrial fibrillation, as the physician aspirated, the physician continued to pull back air on multiple events with visible air in the sheath. Sheath was replaced with a new one. The sheath was replaced and the procedure was completed with a new sheath. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review/ship history review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during insertion of a faradrive steerable sheath during an ablation procedure to treat an atrial fibrillation, as the physician aspirated, the physician continued to pull back air on multiple events with visible air in the sheath. Sheath was replaced with a new one. The sheath was replaced and the procedure was completed with a new sheath. No patient complications were reported. It was further reported that as per good faith effort (gfe) response, there was excessive bubbles in aspiration and no air seen in the patient.